Event description:
Customer received a result of 135 mg/dl on doctor's meter and 394 mg/dl within 10 minutes on the compact plus system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.